Event description:
The core impaction was sent in for eval because was it leaking black fluid towards the end of a procedure. Another device was used to complete the procedure without any procedure delay. No adverse event was associated with the device, no contamination of the surgical site was reported.